Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead was hospitalized due to syncopal symptoms that have occurred since an ablation procedure. Review of stored egrams revealed noise on the rate/sense channel. The noise resulted in oversensing and pacing inhibition. Lead measurements were normal during patient maneuvers and pocket manipulation.